Manufacturer narrative:
The reported thermal device malfunction is associated with a personal diabetes manager manufactured prior to the correction for action (B)(4) was implemented. According to the complainant, the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported thermal event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
The patient reports their dash personal diabetes manager (pdm) charging cable burned. The pdm will not hold a charge and gets hot. The patient resides in austria but was travelling in france at the time of the event.